Event description:
Information was received that reported, a pt was hospitalized in 2008, due to an incident of hyperglycemia. The reporter states in 2009, the pt's blood glucose was >400. She was brought to the hospital and was treated with IV fluids and insulin .upon admission her blood glucose was >350 mg/dl. The device will be returned for evaluation; to ensure it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specifications.